Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260 , serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient never had back pain relief with their spinal cord stimulation (scs) system. The patient had the ins explanted removed in (B)(6) 2017 and the leads were left in. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.